Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included type ii diabetes mellitus, hypothyroidism, renal disease, ectopic pregnancy (1), recurrent abortion (2), tingling, neck tightness, vision abnormal, chest pain, nausea, stroke, uterine fibroids and salpingectomy partial. Concurrent conditions included iron deficiency since 2016, uterine enlargement, uterine bleeding, dizziness, diabetic neuropathy, leg pain, numbness, general body pain, intracranial hemorrhage, paratubal cyst and cystorectocele. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for female sterilisation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with fluconazole and surgery (unilateral salpingectomy (one side removal of fallopian tube) on (B)(6) 2017, suction d and c). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, migraine, dysmenorrhoea, vaginal discharge, back pain and arthralgia had resolved. The reporter considered arthralgia, back pain, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: essure device" is a cylindrical metallic wire measuring 17.0 x 0.1 x 0.1 cm and a 2 cm in length by 0.1 cm in width soft spiral metallic device. Cylindrical metallic wire measuring 17.0 x 0.1 x 0.1 cm and a 2 cm in length by 0.1 cm in width soft spiral metallic device. In 2007, the proximal portion of the left tube was grasped and a portion of dilated tube was incised with the harmonic scalpel with an attempt to remove the tubal pregnancy via salpingostomy. In 2016, bilateral fallopian tube occlusive devices are present. In 2018, history of laparoscopic excision of ectopic preg & salpingectomy left in removal details, the left cornua was quite swollen and the left tube was surgically absent. There is no clear information on left side essure insertion and removal diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: endometrium, curettings: fragments of proliferative endometrium. Essure device: medical device, gross evaluation only. Right fallopian tube, excision: unremarkable fallopian tube with paratubal cysts (including fimbriated end). Ultrasound abdomen - on (B)(6) 2016: impression: increased stool within the colon. Bilateral fallopian tube occlusive devices present in unremarkable position. Ultrasound scan vagina - on (B)(6) 2016: impression: anterior uterine body mural myoma measuring 2.2 x 2.0 x 2.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and medical record received: event "injury" was replaced with "pelvic pain". New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal yeast, migraines, headaches, back pain, hip pain were added. Severity of event back pain was updated as severe. Outcome of all the events was updated to recovered/resolved. Reporters information, patient demography, medical history, concomitant condition, lab data, historical drug, treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("patient did not underwent essure confirmation test"). The patient had a medical history of salpingectomy partial, uterine fibroids, stroke, nausea, chest pain, vision abnormal, neck tightness, tingling, miscarriage (2), ectopic pregnancy (1), renal disease, hypothyroidism and type ii diabetes mellitus. Concurrent conditions were listed as iron deficiency since 2016, cystorectocele, paratubal cyst, intracranial hemorrhage, general body pain, numbness, leg pain, diabetic neuropathy, dizziness, uterine bleeding and uterine enlargement. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for female sterilisation since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010 she experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast") and vaginal discharge ("vaginal discharge"). In 2014 she experienced migraine ("migraines / headaches"). In (B)(6) 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. An unknown time later she experienced back pain ("back pain") and arthralgia ("hip pain"). The patient was treated with fluconazole as well as surgery (unilateral salpingectomy (one side removal of fallopian tube) on (B)(6) 2017, suction d and c). At the time of the report, all of the events had resolved. The reporter considered arthralgia, back pain, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: essure device" is a cylindrical metallic wire measuring 17.0 x 0.1 x 0.1 cm and a 2 cm in length by 0.1 cm in width soft spiral metallic device. Cylindrical metallic wire measuring 17.0 x 0.1 x 0.1 cm and a 2 cm in length by 0.1 cm in width soft spiral metallic device. In 2007, the proximal portion of the left tube was grasped and a portion of dilated tube was incised with the harmonic scalpel with an attempt to remove the tubal pregnancy via salpingostomy. In 2016, bilateral fallopian tube occlusive devices are present. In 2018, history of laparoscopic excision of ectopic preg & salpingectomy left in removal details, the left cornua was quite swollen and the left tube was surgically absent. There is no clear information on left side essure insertion and removal. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: a: endometrium, curettings: fragments of proliferative endometrium. B: essure device: medical device, gross evaluation only. C: right fallopian tube, excision: unremarkable fallopian tube with paratubal cysts (including fimbriated end). [Ultrasound abdomen] on (B)(6) 2016: impression: increased stool within the colon. Bilateral fallopian tube occlusive devices present in unremarkable position [ultrasound scan vagina] on (B)(6) 2016: impression: anterior uterine body mural myoma measuring 2.2 x 2.0 x 2.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pfs received : reporters information added and product start date and stop date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.